Manufacturer narrative:
The equipment was received in vyaire facility and placed on extended test/run-in. Vyaire medical service tech was unable to verify the reported "pressure control issues" problem. Connected a known good patient circuit and ac adapter. Passed 48 hours of extended testing with the customer's settings. Passed the final test. Unable to duplicate the reported problem. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the lap top ventilator 1200 has pressue control issues.the reporter confirmed that there is no patient involvement associated on this event.